Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) just had above one year battery remaining as shown in gas gauge during a device follow up. The device was just implanted seven months ago. Boston scientific technical services (ts) discussed that the device had more than 600 percent power drain with minimal therapy usage based on disk analysis. The field representative discussed that the device was scheduled for replacement. No adverse patient effects were reported. The device was returned.